Event description:
The facility's biomedical engineer reorted an infusion pump wtih an 810:11 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.